Manufacturer narrative:
Product inquiry states the socket wrench to be the subject product. No further associated product was reported. Review of the DHR / inspection records revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. Thus, we exclude deviations in material and manufacturing. Appearance of the breakage surfaces, the course of the breakage lines, plastic deformation (local necking) along the breakage lines as well as appearance of material displacement on the loaded edges of the hexagon suggests that the item broke in a forced ductile fracture due to massive overload. All damage patterns indicate that the socket / nut of the device was plugged onto the head of the nail holding screw in a displaced manner under excessive force application. This resulted in significant material displacement of the prominent contours of the hex in longitudinal direction, followed by the breakage of the socket / nut. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to misuse by the user. In case of intended use such damage would not have occurred. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the socket wrench (#(B)(4) socket wrench, universal joint t2 femur 10mm) was broken during fixation surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the socket wrench (#18060400 socket wrench, universal joint t2 femur 10mm) was broken during fixation surgery.